Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) his bundle lead exhibited placement difficulty, low-sensing, high thresholds and was causing premature ventricular contractions (pvc). The his bundle was removed and replaced by a traditional rv lead. No further patient complications have been reported as a result of this event.